Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was put on 4 different programs for them to use and so far they have gone through all 4 programs. Caller stated that they couldn't use program d because it caused patient pain and was "shocking too much" so they had to take it off of that program. Caller said the patient started on group a and they were told to put it on group b, which was better, so they let it stay on b for a week and then switched to group c, but the patient's balance was worse and patient felt drained on this group, so they tried group d, but that one caused him pain so they went back to group b and are planning to stay there until their follow up appt (B)(6). Confirmed date they switched to group d was friday jan 23. The patient was redirected to their healthcare provider to further address the issue.